Manufacturer narrative:
Age, weight and ethnicity: unknown/ no information provided. (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye as patient had issue with near vision which is j5 after implantation. The surgeon chose 22.0d according to iol master data to target emmetropia. After 2 months follow-up, patient¿s daily activity was affected as poor near vision. Post-operative (op) refraction was +0.50 -0.25 80. The pre-op visual acuity (va) value near was far: 0.7 near: j3 (decimal) and the post-op va value near was far: 0.7 near: j5. There was no other interventions or delay in treatment reported. The patient's post-operative outcome was temporarily impaired. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noted that "poe" was inadvertently entered in section "d2" of the initial MDR report which is incorrect. Therefore, the information has been corrected in this supplemental MDR report and the following field was updated accordingly: section d2: device product code: mfk additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: feb 18, 2022 section h3: device evaluated by manufacturer: yes device evaluation: the complaint issues (pt-explant and hm-poor near vision) could not be confirmed. No issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens (cut into three pieces w/ one piece missing), no further product evaluation could be performed on the lens. Additional conditions were observed with the returned product but they could not be confirmed to be related to the manufacturing/design process. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.